Event description:
In 2003 unomedical was informed that the nasal cannulae (item 001591, lot #unknown) was being used on a patient while they were doing a temporal arterial biopsy and it caught fire and melted. They were using an electric cautery. 1st and 2nd degree burns to the face.